Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a vibrate anomaly. The blood glucose at the time of the incident was unknown. The device was not returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with no vibration during self test due to broken/cold solder joint vibrator motor on power board.